Manufacturer narrative:
Zoll has not received the autopulse platform for investigation. A supplemental report will be filed when the platform is returned and investigation has been completed.

Event description:
During shift check, the autopulse platform (sn (B)(4)) was unable to power on with fully charged autopulse li-ion battery. No patient involvement.

Manufacturer narrative:
The reported event was not confirmed during functional testing and archive data review of the autopulse platform (sn (B)(4). Upon visual inspection no physical damage was observed. Data archive review was not able to verify customer complaint. As part of routine service during testing, the platform was examined and the drive shaft was found sticky and was deburred. This observation was unrelated to the event. Following these, the platform was further tested and passed all functional testing criteria including the load characterization check. The platform operated using a large resuscitation test fixture without error and met all required specifications. Historical complaints were reviewed for service information related to the reported complaint and there was no previous history of complaint reported for autopulse serial number (B)(4).